Event description:
It was reported the patient experienced discomfort at the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was repositioned resolving the issue.